Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test on the insulin pump. Customer's blood glucose level was unknown. Customer advised they had three failed battery test alarms in a row. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. Device received with cracked case at the display window corners, cracked lcd window and cracked battery tube threads. (B)(4).